Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) measuring for amulet device sizing was determined by 3d transesophageal echocardiogram (tee/toe). The laa orifice width at widest point was 24.5mm, laa depth was 22.3mm. During procedure, the left atrial pressure measurement was 13mmhg, the atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), the activated clotting levels were (act) were 136s - 289s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the left sided weakness with concern for a stroke. The patient consulted the neurology, no acute findings were noted on the computed tomography (CT) head and no stenosis was noted on the head/neck CT. The patient had blurred vision, dizziness, light headedness and left arm weakness prior to syncopal event. The patient doesn¿t have an official diagnosis of a stroke but one note said ¿probable¿ and neurology said ¿concerning for¿ and ¿concerning for possible vascular event. The patient required 5 days of hospitalization. There was no intervention performed for stroke. Tee was obtained, the patient remained on acetylsalicylic acid (asa) 81mg daily and received venous thromboembolism (vte) prophylaxis with enoxaparin. On (B)(6) 2025, the patient was discharged to home. The patient scheduled for a follow up appointment with primary cardiologist next week.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of probable stroke, blurred vision, dizziness, light headedness and left arm weakness prior to syncopal event were reported two weeks post amulet device implant. The device remains implanted and will not return to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient effects of stroke and movement disorder could not be determined. The reported hospitalization and unexpected medical intervention were case-specific circumstance as the patient required medication. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 16mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The left atrial appendage (laa) measuring for amulet device sizing was determined by 3d transesophageal echocardiogram (tee/toe). The laa orifice width at widest point was 24.5mm, laa depth was 22.3mm. During procedure, the left atrial pressure measurement was 13mmhg, the atrial rhythm recorded at start of procedure was non-sinus rhythm (nsr), the activated clotting levels were (act) were 136s - 289s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the left sided weakness with concern for a stroke. The patient consulted the neurology; no acute findings were noted on the computed tomography (CT) head and no stenosis was noted on the head/neck CT. The patient had blurred vision, dizziness, light headedness and left arm weakness prior to syncopal event. The patient doesn¿t have an official diagnosis of a stroke but one note said ¿probable¿ and neurology said, ¿concerning for¿ and ¿concerning for possible vascular event. The patient required 5 days of hospitalization. There was no intervention performed for stroke. Tee was obtained, the patient remained on acetylsalicylic acid (asa) 81mg daily and received venous thromboembolism (vte) prophylaxis with enoxaparin. On 18 june 2025, the patient was discharged to home. The patient scheduled for a follow up appointment with primary cardiologist next week.